Event description:
Adverse event(s): "blurry vision" (blurred vision); "posterior capsule opacification" (no code available). Product problem(s): "opacified lens" (material opacification). During a review of medical records for the fellow eye, it was discovered that the surgeon reported the pt had a yag laser procedure performed for posterior capsule opacification following intraocular lens (iol) implant surgery. The iol was implanted in 2000. The pt had a history of macular degeneration and fuch's dystrophy (pre-existing). On 2001, the pt was diagnosed with dry eyes and treated with artificial tears. In (B) (6) of 2002, the pt complained her eyes watering, tearing and blurred vision mostly while reading. In (B) (6) of 2008, the pt was noted to have possible cystoid macular edema. In (B) (6) 2008 a yag laser treatment was performed for posterior capsule opacification. Following the procedure, the surgeon noted an increase in guttata along with pseudophakic bullous keratopathy. The pt was referred to a corneal specialist. In (B) (6) of 2009, the pt desired referral for possible descement stripping endothelial keratoplasty (dsek). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/09/2010 and 04/26/210 by phone, fax, and mail. Medical records were received on 04/09/2010. (B) (4). (B) (4). (B) (4).